Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she visited emergency room due to a high blood glucose level of over 600 mg/dl. The customer reported that she changed three infusion sets and sensor, but her blood glucose level was not going down. The customer was treated with fluids and insulin drops for high blood glucose. The insulin pump will not be returned for analysis.